Event description:
The recipient reportedly elected explant surgery. The recipient's device was explanted. The recipient was not reimplanted. The recipient has reportedly healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was a non-user of the device. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers. In addition, the electrode was severed prior to receipt. This is believe to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.